Event description:
It was reported that the stealth 360 peripheral orbital atherectomy device (oad) was used with the abbott command guide wire. The 60-70% stenosed popliteal artery post intravascular ultrasound (ivus) was treated successfully. The oad was then advanced distally to the calcified, 70-80% stenosed posterior tibial (pt) artery. The oad stalled in the distal pt. The command wire became stuck on the oad and had to be removed together causing loss of wire access. A small perforation was observed in the distal pt where the oad crown stalled. Planned plain old balloon angioplasty (poba) was performed to resolve the perforation. The patient was stable. While ex vivo, the physician was able to remove the command wire out of the oad. The physician understood using the command wire with the oad is off label and the instructions for use (IFU) was not difficult to read/understand. The physician was alleging malfunction of the oad.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot- specific issue. Based on the information received, the investigation determined that the reported perforation of vessels, unexpected shutdown, difficult to remove, resulting in unexpected medical intervention appear to be related to user error. In this case it is possible that the reported perforation of vessels, unexpected shutdown, difficult to remove, resulting in unexpected medical intervention are due to use of the oad with the command guide wire which is off-label use. The stealth peripheral instruction for use (IFU), warns: "the device is designed to track and spin only over the csi viperwire advance peripheral guide wire or the viperwire advance with flex tip peripheral guide wire. Do not use any other guide wire with this device". In this case, the violation of the IFU likely contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6. H6: codes 4118, 3233, and 11 no longer apply. H10: the command guide wire referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H10: the command guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the stealth 360 peripheral orbital atherectomy device (oad) was used with the abbott command guide wire. The 60-70% stenosed popliteal artery post intravascular ultrasound (ivus) was treated successfully. The oad was then advanced distally to the calcified, 70-80% stenosed posterior tibial (pt) artery. The oad stalled in the distal pt. The command wire became stuck on the oad and had to be removed together causing loss of wire access. A small perforation was observed in the distal pt where the oad crown stalled. Planned plain old balloon angioplasty (poba) was performed to resolve the perforation. The patient was stable. While ex vivo, the physician was able to remove the command wire out of the oad. The physician understood using the command wire with the oad is off label and the instructions for use (IFU) was not difficult to read/understand. The physician was alleging malfunction of the oad.